Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted it to be crumpled up at the anterior abdominal wall. It was not covering the fascial defect. It was reported that the patient experienced severe pain, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.